Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an electrophysiology ablation treatment procedure, the patient complained of pain. While using a 10mm blazer catheter to treat the patient's atrial flutter, the patient complained of feeling pain. No further patient complications were reported.